Manufacturer narrative:
(B)(4). Approximate age of device ¿ 1 year 2 months. The patient remains ongoing on lvad support. However, a portion of the percutaneous lead was received for investigation. The evaluation is not yet complete. No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
The patient was implanted with a left ventricular assist device (lvad) on (B)(6) 2016. It was reported that when the lvad was connected to a grounded patient cable, the system controller responded ¿pump stop.¿ the lvad was placed on an ungrounded patient cable. The submitted log file was reviewed by a representative of the manufacturer¿s technical services and revealed pump stoppages on 03jan2018 between 5:25:42 pm and 5:26:02 pm while the lvad was connected to the power module. The pump appeared to be maintaining within pump parameters before and after the times mentioned. The submitted x-rays were also reviewed and found to be unremarkable. On (B)(6) 2018 technical services performed a distal end percutaneous lead (driveline) replacement. Post replacement, motor stopped events occurred with upper body movement. The lvad was placed on battery support and on ungrounded patient cable support. The patient was to continue with using an ungrounded patient cable.

Manufacturer narrative:
The evaluation of the replaced external portion of the driveline did not confirm an issue that could have contributed to the pump stoppage event captured in the submitted system controller log file. Additionally, the submitted x-rays were unremarkable. A distal end driveline replacement was performed by a technical services representative on 5jan2018. Approximately 16.5 inches of the external portion/distal end of the driveline was returned. An electrical continuity test of the returned driveline was conducted and all wires were found to be electrically intact. No wire-to-wire or wire-to-shield shorts were induced during this testing, even with manipulation of the lead. Multiple areas of shield breakdown were observed following the removal of the silicone jacket. The shielding and bionate were removed and examination of the underlying wires revealed no evidence of any breaches or damage to the wire insulation or underlying conductors. The driveline was submerged in a saline bath for high-potential testing to check the resistance of each wire's insulation. The test did not reveal any current leakage in the insulation of any of the driveline wires that would have contributed to the reported events captured in the log file. A review of the device history records revealed no deviations from manufacturing or quality assurance specifications. No further information was provided. The manufacturer is closing the file on this event.